Event description:
The customer alleged that two employees removed a load from a cancelled cycle without gloves and received h2o2 burn on their hands. The first of the two employees did not seek medical attention or require treatment. The employee's symptom has resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact - capital equipment, evaluated at customer site. The fse found unit denergized. The fse powered unit and verified rebooting at startup. Installed new ide data card. Tested unit. Ran empty cycle test. Unit meets specifications. Conclusion - other, user guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated user guidance has been issued. Reference: MDR: 2084725-2008-00832.